Event description:
The customer reported that the system had a fast stop error and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board, isd, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.